Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the insulin pump noted.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 120mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.